Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 24-38mm x 2.5-3.5mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the non-tortuous and mildly calcified left circumflex (lcx) artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.